Event description:
It was reported from (B)(6) that a patient became "pale and suddenly dizzy while waiting in line at a shopping center with his family." The patient's family stated that the controller had "a dark display and no optical source of lights" and that they heard "no alarm sound at any time." They stated that "after a few seconds the display and power source indicators came back up and the patient felt normal again." The patient went directly to the hospital where no abnormal functions were reported. The hospital checked the log files and reportedly detected "no abnormal behavior, alarms or power up's." The controller was replaced for "prophylactic reasons" and the patient returned home. The patient reportedly tolerated the controller exchange well. The controller will be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The cause of the controller's loss of power could not be conclusively determined. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "no sound" are most often attributed to a depleted internal nickel-metal hydride (nimh) battery and result in the no power alarm not sounding. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to keep a back-up controller available and they are educated on how to do a controller exchange if needed.

Manufacturer narrative:
The reported event resolved with the exchange of the controller. No further events have been reported.